Event description:
Report received from the USA stating that the device was overheating. Device was used in surgery. No patient or user injury occurred. It is unknown if medical intervention or a delay occurred during the surgical procedure. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).